Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a consumer in (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On unspecified dates in (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment information was not reported. On an unspecified date in (B)(6) 2011, the patient was discharged and had received retraining. On an unreported date in 2011, the peritonitis had resolved as evidenced by subsequent negative peritoneal effluent cultures in (B)(6) 2011 and (B)(6) 2011. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 10l14h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.